Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose also insulin pump had under delivery and it alarmed hardware low level failure during self test. The customer¿s blood glucose level was 425 mg/dl at the time of incident. The customer treated high blood glucose with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did allege pump was under delivering because customer already delivered correction bolus but her body was not taking it. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer declined to test insulin pump. The customer stated that the fill cannula was recorded in daily history. The customer was advised to performed self test but insulin pump did not pass self test. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.